Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was wondering about compatibility with atomic watches and an ¿electric substation.¿ they were reviewed with the patient and they clarified that they experienced a change in therapy back in november and trying to figure out the cause. The patient was redirected back to their hcp to discuss symptoms and check their stimulator.